Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it being unable to maintain peep (positive end expiratory pressure), having low exhaled tidal volume (vte) levels, delivering low fio2 (fraction of inspired oxygen) and displaying a high peep (positive end expiratory pressure) alarm was all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure), that its exhaled tidal volume (vte) levels were low, and that it was delivering low fio2 (fraction of inspired oxygen). Additionally, the device was displaying an alarm indicating higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.